Event description:
Customer called in stated allegedly the weld broke on left side of walker. Dealer has allegedly replaced the same model before for the same reason. No injury is alleged.

Event description:
Customer called in, stated allegedly the weld broke on left side of walker. Dealer has allegedly replaced the same model before for the same reason. No injury is alleged.

Manufacturer narrative:
(B)(4) issued MFR report #1525712-2011-01039 indicating that the model # was 65659r. The correct model # is 65650r and has been corrected.